Event description:
The customer reported several of their runs had to be repeated at the request of a physician. Repeat testing detected the same samples produced different results. The customer also reported a decrease in sys liquid.